Event description:
Customer reported an emergency room visit due to high blood glucose readings of over 400 mg/dl. The customer reported dissatisfaction with the insulin pump and stated that the mio infusion set is kinked. The customer declined to speak with help line for assistance. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.